Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: I wanted to make sure you were aware of the xfire that was sent back after our lab in new orleans ¿ we put a sticker on the xfire but I also wanted to send you the serial# just in case. This xfire was working fine then all of a sudden shorted out and we started smelling a very strong electrical burn from the unit and the rf function stopped working¿ the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board due to possible user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.